Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the data files and the device, balloon catheter 2af284 with lot 67775-62 were returned and analyzed. The data files confirmed that a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. (System notice (B)(4)) for the date of case. The data files showed at least ten injections were performed with the returned catheter without any issue. Upon visual inspection of catheter, results indicate the catheter was intact with no apparent issues. The smart chip verification indicated the catheter was used for ten injections. The catheter failed the performance test due to a system notice indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing of the catheter confirmed that a guide wire lumen kink at 1.39 inches proximal from the tip and also revealed a guide wire lumen breach at same place. In conclusion, the reported system notice indicating that the safety system detected fluid in the catheter and stopped the injection has been confirmed through testing. Additionally, the balloon catheter failed the inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during an ablation procedure of the left inferior pulmonary vein (lipv), fluoroscopy confirmed that the shaft of the balloon catheter was deformed. The catheter was replaced and the procedure was completed. The device subsequently tested out of specification upon the manufacturer¿s analysis. No patient complications have been reported as a result of this event.